Manufacturer narrative:
The device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
It was reported that a primary plumset exhibited drug leakage (5-fluorouracil) after 1~2 hours of infusion. The patient advised the healthcare provider (hcp) of leakage on the floor. The hcp also identified leakage on the filter vent. 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap and chemoclave® vented bag spike were mating devices used during the event. There was no adverse event reported.